Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Tubes were expired on 11/30/2019, therefore further testing could not be performed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA). Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® lithium heparinn 75 usp units blood collection tubes underfilled. The following information was provided by the initial reporter: "when using the tube, it found that the tube has low draw issue."